Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. During product history review, no exception documents were found.

Event description:
The account alleges during invasive blood pressure monitoring, the measured values showed a significant discrepancy compared with those obtained using a mercury sphygmomanometer. A new one was replaced to complete operation. No reported patient injury.